Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently and for a long period of time. The patient also experienced inadequate pain relief. The patient underwent an (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility protocol.

Manufacturer narrative:
Block b3: exact date unknown, event occurred within last year from the date the manufacturer became aware of the event.